Event description:
Nurse called from hospital on behalf of pt stating that he's already completed his treatment and she would like to know how to disconnect him from the machine. She indicated that the pt had peritonitis.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Per peritoneal dialysis nurse, there were no cycler malfunction or fluid leaks. Acute care manager stated that he does not believe the device may have caused or contributed to the peritonitis event. There was no reported device malfunction or fluid leak prior to the peritonitis event. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaint of deaths or serious injuries received between 21 march 2011 to 11 march 2013.